Manufacturer narrative:
The reported event of a capturing problem could not be confirmed. Visual inspection of the device found no anomaly was the helix; the helix length was within specification. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a patient's right ventricle leadless pacemaker (rvlp) exhibited high capture threshold. The physician elected to explant and replace the rvlp. The patient's condition was not provided.